Event description:
Patient contacted a dexcom representative on (B)(6) 2013 to report that on (B)(6) 2013 she had suffered a hypoglycemic event while at the grocery store and had lost consciousness. Patient¿s cgm readings were 40 to 50 mg/dl at the time of the event. Paramedics were called to the scene and they administered glucagon. Patient was not transported to the hospital. Patient claims that since cgm¿s audible alerts were too low, she had decided to turn them off and was only using cgm¿s vibratory alerts at the time of the event. Dexcom technical support asked the patient to trigger both alerts while on the phone and both alerts were heard successfully. Dexcom will be replacing patient¿s receiver and has requested that patient returns her current receiver for investigation.